Manufacturer narrative:
Product complaint (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. The single complaint was reported with possible multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Lot # for this patient event report? What is the specific number of devices (total qty actually involved with reported issue) that failed during this one reported event /procedure ? Please confirm the specific number of patient events. Have any of these events been previously reported to ethicon? If yes, please provide complaint file number/ affiliate number ? For each patient event please provide additional complaint details: event date, product code and lot number involved, procedure, event description, qty involved? Was there any adverse patient outcome? If yes, was there any medical or surgical intervention performed, was procedure completed successfully and how? Any sample return..etc?

Event description:
It was reported that the patient underwent a total knee replacement procedure on (B)(6) 2019 and the suture was used. It was reported that the suture broke while closing normally, not using excessive force. It was started a few throws back, got to knee cap and suture broke. Another like device with the same product code was able to get past knee cap and finish closure successfully. The knee was pretty effusive beforehand, insidious itself and pretty taut and tighter than usual. More than normal tension was drawing tissue away from approximation. There were no adverse consequences reported.